Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was used during a cataract surgery after which metal particles were noted in the incision. No patient harm was reported. Additional information has been requested. Additional information received clarified that two ophthalmic knives were having the same issue.